Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used latex red rubber foley catheter. Visual inspection of the sample noted using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no difficulties-maintained concentricity of 50:50. With the syringe attached the balloon deflated passively with no difficulties. No root cause could be found because the reported event was unconfirmed. A DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer would like to complete a product complaint form for 16 fr coude intermittent catheter. Per customer follow up on 07jan2025, it was reported that customer was unable to inflate balloon of foley catheter during the catheterization. Lot number of the reported device was nghy2945. Another foley was inserted.

Event description:
It was reported that the customer would like to complete a product complaint form for 16 fr coude intermittent catheter. Per customer follow up on 07jan2025, it was reported that customer was unable to inflate balloon of foley catheter during the catheterization. Lot number of the reported device was nghy2945. Another foley was inserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.